Manufacturer narrative:
This lead is not expected to be returned to boston scientific; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in sensing from 4 millivolts (mv) to approximately 0.5 millivolts with loss of capture at max output. Lead dislodgement was suspected. The device was reprogrammed to vvi (ventricular pacing and sensing). It was noted the patient is not pacing dependent. No adverse patient effects were reported. Additional information: lead dislodgement was confirmed via x-ray imaging. Subsequently, the patient underwent a revision procedure, and the physician decided to explant and replaced the lead. Besides intervention, no other adverse patient effects were reported. The field noted the old lead did not show any abnormalities and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in sensing from 4 millivolts (mv) to approximately 0.5 millivolts with loss of capture at max output. Lead dislodgement was suspected. The device was reprogrammed to vvi (ventricular pacing and sensing). It was noted the patient is not pacing dependent. No adverse patient effects were reported. This lead remains implanted.